Event description:
The following has been reported: customer reported: "reports of tubing "breaking off" below the cassette". Nursing staff reported repeated instances of tubing breaking off below the cassette during infusion use. In these occurrences, the lower cassette connection reportedly separated unexpectedly, leading to loss of line integrity, medication loss, and interruption of therapy. One report indicated an iron infusion spill as a result of tubing separation. These events required replacement of tubing and restarting the infusion. No confirmed patient harm was reported at the time; however, staff noted increased safety concerns, medication waste, and workflow disruption. No specific serial numbers or tubing lot information were available at the time of initial notification. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.